Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubex application was freezing. A field service engineer opened back panel and checked all drawer and pyxis cable connections all components in good condition with no debris or damage; during cubie test with medbank support, found cubies failing to open and freezing the screen unless tapped. The fse and customer then ordered and replaced the new cubies to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubex application was frozen. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.